Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 7 atmospheres for 10 seconds. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 18mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Based on product analysis, a balloon pinhole was confirmed.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 7 atmospheres for 10 seconds. The procedure was completed with a different device. No complications were reported.